Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 26-aug-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6) , ubd: 04-may-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient had lost a lot of weight recently and the last time they checked the leads they thought the leads had slipped from where they were originally placed. Patient was seeing a new pain management doctor but they did not have the information and the original doctor was no longer practicing in the united states. The pt had lost a lot of weight and was wondering where the leads were placed. Pt noticed the leads may have slipped from original placement within the last two years. Patient had lost about 80 pounds and they believed the lead had flipped further. In 2020 after they fractured another vertebra (unrelated to the device/therapy) they took an x-ray and noticed the leads slipped. After the pt lost their weight sometime around (B)(6) 2021 after the third back surgery (unrelated to device/therapy) they no longer believed their ins was operating because it was no longer doing what it was supposed to do. The patient was redirected to their healthcare provider to further address the issue. Patient service provided patient nas phone number.